Event description:
It was reported, the patient experienced post-operative seroma and urinary retention requiring indwelling catheter for two weeks. The event was considered resolved.

Manufacturer narrative:
Product ID neu_unknown_lead, serial# unknown; product type lead product ID neu_unknown_lead, serial# unknown; product type lead. (B)(4).